Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after loading 9.8 unit of insulin into the cartridge, the customer received a minimum fill tubing message. The customer changed the cartridge and tandem technical support assisted the customer with successfully loading the cartridge. Insulin delivery was resumed. The customer's blood glucose (bg) level was 515 mg/dl and insulin injections were used to lower the bg level to 150 mg/dl.